Event description:
It was reported the customer went to the emergency room (ER) due to a low blood glucose (bg) level, value not provided and a suspected seizure. Reportedly, customer administered a correction bolus without consuming carbohydrates which caused them to go low. Customer attemtped to self-treat by giving themselves a glucagon injection and consuming carbohydrates; however was treated intravenously with fluids of saline and insulin in the ER. Customer was released with issue resolved. Systems check with tandem technical support confirmed the pump is functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.